Manufacturer narrative:
G4: 28oct2020 b4: (B)(6)2020 an authorized service personnel(asp) was dispatched to the customer site and discovered the connections needed adjustments. The asp re-plugged the connection lines and performed verification testing and the device returned to functionality with no further issues. According to the information provided by the evaluation it was determined that the device did not fail to meet specifications. Following the service, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06/23/2020.

Event description:
The customer reported a ventilator with a low tidal volume alarm. There was no patient involvement.